Manufacturer narrative:
The device analysis report is attached. This report is submitted on july 21, 2021.

Manufacturer narrative:
This report is submitted on june 30, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to improper placement of the electrode array. The patient was reimplanted with a new device on the same date.